Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that during interrogation, the nurse touched the side of the programmer, possibly at the metal clip, and was shocked. The nurse then removed the telemetry wand from the patient's chest, at which time the patient was shocked. Neither the patient or nurse were injured.